Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is being retained by the hospital/customer and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have caused or contribute to the reported event. A query of the electronic complaint handling database revealed no other incidents for foot deployment issues, difficulty removing the device, or for foot retraction issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Additionally, two sterile, unused, representative sample devices with the same part and lot number as the complaint device were returned for evaluation. Functional testing was performed on the returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4)- this code is used to address removing the proglide device without closing the lever. Per the proglide instructions for use: do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and /or lead to vessel trauma. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report filed, (B)(4) received with the following description: "during transcatheter aortic valve replacement, proglide perclose vascular device would not fully deploy, nor would the footplate retract and the device was left partially in a device lever. Was unable to be repositioned to the entry and exit level position so that it could be removed without injuring the arteriotomy tract. Despite multiple manipulations of this device, the device had to be removed from the body partially with a part of the needle and footplate still exposed from the delivery catheter. This did injure the arteriotomy tract and the patient had bleeding as a result. The procedure was aborted after bleeding controlled and patient will be brought back for subsequent tavr procedure. Patient had successful covered stent repair of right common femoral arteriotomy site. What was the intended procedure? Transcatheter aortic valve replacement, device usage problem: device malfunction- that is, the device did not do what is was supposed to do."

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device via a 6f sheath, using the pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide foot would not lock open. The lever would not move and the foot would not close. When the device was removed from the anatomy, tissue was pulled out with the device. Using brachial artery access, two non-abbott covered stents were placed to treat the damaged and achieve hemostasis. Hospitalization was extended. There was a clinically significant delay in therapy, as the tavr procedure was aborted. The patient is doing fine now. The physician is reportedly trained in the use of the proglide device and in the large hole technique. No additional information was provided.